Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set had the tubing from the connection to pigtail snap. There was no report of patient injury or medical intervention associated with this event.